Event description:
St elevation mi noted in pacu post bariatric surgery procedure. Cardiac catheterization shows 100% occlusion of 3.0x24 taxus drug eluting stent (boston scientific ) which was placed in right coronary artery on (B)(6) 2004. Pt had stopped plavix 1 weeks prior in preparation for surgical procedure.